Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous mid left anterior descending coronary artery. The 2.5x15mm apex monorail balloon catheter was advanced to the target lesion for predilation. During the first inflation when the pressure reached 4atm, blood flowed into the inflation device. The device was removed and upon examination, a longitudinal tear on the mid portion of the balloon was observed. The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).